Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative indicated that the pump was infected and was going to be removed today. The caller requested the pump shut off password so it would not alarm. No further complications have been reported.